Manufacturer narrative:
Unit had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify battery out limit alarm due to unresponsive button. (B)(4).

Event description:
Information received by medtronic that the insulin pump had multiple battery out limit. Customer stated that they were able to clear the alarm. Customer did not received request to rewind the insulin pump. The insulin pump did not received error after battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.